Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Additional information was requested, and the following was obtained: after investigation, the patient underwent cesarean section on (B)(6) 2025. The operator used the suture (vcp1317h) for suturing the muscle tissue (the specific suturing method was unknown). The needle broke during the suturing (the specific broken end length was unknown), and the broken needle fell into the patient's body. The operator immediately removed the broken needle and checked the product integrity. After confirming that no foreign body remained in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent operation went smoothly. There was no other harm to the patient except for the occurrence of oozing (details unknown) due to this event, and no subsequent adverse event report was received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much oozing/bleeding did the patient experience intra-op due to the needle breakage? Was any medical or surgical intervention was needed for the oozing/bleeding? If yes, please explain.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2025 and suture was used. During surgery at the delivery center, the doctor performed muscle suturing on the patient, but suddenly the needle broke. After the doctor replaced the needle with a new one, the surgery continued, and the doctor ensured that sharp instruments such as broken needle were not left in the patient's body. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did the needles fall into the patient? If yes, were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/20/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: how much oozing/bleeding did the patient experience intra-op due to the needle breakage? Was any medical or surgical intervention was needed for the oozing/bleeding? If yes, please explain. --contacted with the sales rep today via phone, please refer to the additional event information mentioned on note(a-13773906), other information requested is unknown.